Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. Following troubleshooting, the customer indicated the suction was good, but she could hear air at times at the faceplate. A replacement faceplate was sent to the customer. On (B)(6) 2018, the customer called back after receiving the faceplate and indicated that the tubing was loose and she could hear a leak from it once again. She alleged that she had to go to the hospital due to the pump not working properly. She indicated that she had symptoms of mastitis due to a clogged duct and received an antibiotic. She indicated she was fine after taking the antibiotic. A replacement pump was sent to the customer. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. The faceplate was returned and evaluated on a medela lab pump and the pump passed suction and cycle specifications with the returned faceplate. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she had low suction on her pump in style breast pump and an air sound was coming from the pump or pieces.

Manufacturer narrative:
In follow up with a complaint handler on 03/19/2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and that she no longer has any signs of mastitis. The device was returned with the customer's parts and accessories, with the exception of the customer's connectors. The device was evaluated on 03/19/2018 with the customer parts and medela lab connectors, and it passed suction and cycle specifications. During the evaluation, it was noted that the device produced an unexpected noise and that there was residue in the tubing. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. [(B)(4)].